Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard was unable to activate the safety guard. The following information was provided by the initial reporter,: during biohaven¿s clinical review of data for upcoming dmc in (B)(6) 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 030, the free text comment field indicated, ¿shot needled jammed.¿ additional follow up from the site and caregiver provided on (B)(6) 2024, ¿mother of the participant says it was probably a ¿combination of user error and the injection device¿ that had caused the issue with that weeks injection. To date they have not had any other issues and we have observed several proper medication administrations by the participants mother while they were onsite for scheduled visits. I am sorry no additional information is provided.¿

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: unconfirmed: no evidence provided.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard was unable to activate the safety guard. The following information was provided by the initial reporter: during biohaven¿s clinical review of data for upcoming dmc in december 2023, it was brought to the cmc¿s attention that per the dosing diary for a patient at site 030, the free text comment field indicated, "shot/needled jammed." Additional follow up from the site and caregiver provided on 11jan2024, ¿mother of the participant says it was probably a ¿combination of user error and the injection device¿ that had caused the issue with that weeks injection. To date they have not had any other issues and we have observed several proper medication administrations by the participants mother while they were onsite for scheduled visits. I am sorry no additional information is provided."